Event description:
It was reported that the xenon light source had all light emitting diodes flashing. The issue was identified during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: flashing display. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction was socket replacement due to flashing display. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.